Event description:
The patient contacted animas on (B)(6) 2012 and reported the down arrow keypad button required multiple presses in a certain way to elicit a response. The patient noted all other keypad buttons functioned appropriately. No additional information is available at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was torn over the ok keypad button exposing the button contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, all keypad buttons were intermittently unresponsive and the down arrow and contrast keypad buttons required multiple presses with increasing force to elicit a response. During investigation, evidence of contamination was found under all key contacts.